Manufacturer narrative:
The device was received with corrosion visible on the pcb assembly, batteries, reservoir, and ratchet gear. The download data shows a 0x3d alarm was generated during operation, indicating fluid leaked into the pod. Within the investigation, a leak test was performed. No leaks or damages were observed within the cannula sub-assembly during this test. Upon inspection of the reservoir, fluid was observed in the reservoir opposite to the plunger indicating an issue with the o-ring seal. The seal was inspected under magnification and an area of inadequate sealing was observed. Fluid leaking through the inadequate seal and then through the openings in the top of the reservoir would lead to the observed corrosion inside the pod. Fluid leaking out of the intended fluid path is confirmed to have caused improper delivery of insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 400 mg/dl while wearing the pod between 36 and 48 hours. Symptoms reported include hyperglycemia and vomiting. As treatment, the patient applied a new pod. Once at the hospital the patient was diagnosed with dka as well as pneumonia in their left lung and lyme disease. The patient was treated with intravenous fluids and an insulin drip. The patient was prescribed doxycycline (100mg) tablets to be taken 2 times daily for 21 days for treatment of the lyme disease. The patient was released from the hospital after 5 days.